Event description:
The pk papyrus 3.5/20 was selected for use. During the attempt to deploy the pk papyrus the stent dislodged from the delivery balloon. Thus the dislodged stent was retrieved from the patient's body.

Manufacturer narrative:
The returned delivery system and the stent were subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the proximal balloon shoulder is slightly unfolded and deformed, but the balloon shows no signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately and is severely deformed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.